Manufacturer narrative:
Manufacturer's investigation conclusions: the report of suspected thrombus can be confirmed based on the evaluation of the submitted photos. Additionally, analysis of the log files that were provided by the account confirmed the report of low flow events; however, a specific cause could not conclusively be determined through this evaluation. The account submitted log files for review. The system controller event log file contains data from (B)(6) 2019 at 7:33:26 through (B)(6) 2019 at 10:38:59. Low flow events were captured from (B)(6) 2019 at 8:34:39 through (B)(6) 2019 at 8:23:49. The set speed remained above the low-speed limit and the pump appeared to function as intended. The submitted photos revealed a thrombus formation within the outflow portion of the pump cover. An additional thrombus appeared in the outflow graft. The thrombus appeared to be a red/white, tissue-like deposition occluded within the outflow portion of the pump cover. There was also a red, tissue-like deposition, different from the pump cover, within the proximal portion of the interior of the outflow graft. The deposition appears consistent with the report of low flows and potentially developed secondary to the low flow events. However, a specific cause for the low flow cannot be determined through this evaluation. The heartmate 3 lvas IFU list pump thrombosis as an adverse event that may be associated with the use of the device. This document also lists thromboembolism as a potential late postimplant complication. This IFU also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU, as well as the patient handbook, describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 4 months. The patient remains ongoing with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient experienced low flow alarms starting on (B)(6) 2019. A CT and angiography were performed which revealed no indication of outflow problems. It was later found that a visible structure was moving constantly in the bloodstream on top of the cannula, which could have contributed to the low flow alarms. The account decided that an operation was necessary due to persistent low flow alarms. During the operation, pump inspection showed an obstructed outflow tract and "a sort of intima layer" that covered the inflow cannula partially. The account decided to exchange the pump. The intima layer at the inlet of the pump was removed and a new pump was implanted. The account investigated the pump and stated that a thrombus in the outflow tract was found. The device will not be returning. No further information was provided.